Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a procedural complication resulting in a vessel occlusion. The exact root cause was unable to be determined. The likely cause was determined to have been improper deployment technique or procedural factors resulting in vessel occlusion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported a right common femoral access for spinal muscular atrophy (sma) bleed. Completion run was done, the involved angio-seal device was deployed after a 6 fr pinnacle sheath was removed. After smooth deployment no pulse was felt at the common femoral artery (cfa) site. An ultrasound (us) showed a blocked cfa, access below was regained anchor was found to be lodged above the cfa. The anchor was ballooned against the arterial wall, a mynx was used to close the site with some hematoma present. The following day (B)(6) 2023, the patient was brought back with a cold leg symptom on the right leg. A clot was removed from the anterior tibial. The clot was not proven to be caused by the originally angio-seal anchor. The patient condition was good. The procedure was a sma embo. No blood loss reported. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The event occurred intra-operative.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. D4: lot number: requested, unknown d4: expiration date: unknown due to unknown lot number d4: UDI: unknown due to unknown lot number e3: occupation: manager rt. H4: device manufacture date: unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.